Event description:
It was reported that the previously implanted coil was removed unintentionally by another coil, and the coil broke. A 3mm x 12cm embold fibered coil was selected for use in the embolization of an internal iliac artery aneurysm. After placing one 3mm x 12cm embold fibered coil, an attempt was made to place another 3mm x 12cm embold fibered coil. Intermittent flushing was performed throughout this procedure, but flushing was not performed before inserting the coil. There was difficulty inserting the device. The coil made it to the distal part of the 0.027-inch non-boston scientific microcatheter, but there was resistance, so it was suspected that the coil had unraveled. When the coil was pulled back into the microcatheter, the previously placed coil was also pulled into the microcatheter. The entire microcatheter was removed from the body, and when the coil was removed to try to investigate the event, it was discovered that one of the two coils was missing. It did not remain inside the body, and it did not fall into the surgical field. It was possibly still inside the microcatheter. The coil that was found appeared separated without being unraveled. There were no patient complications as a result of this event.

Manufacturer narrative:
A2: age at time of event: the patient is over 18 years old.

Event description:
It was reported that the previously implanted coil was removed unintentionally by another coil, and the coil broke. A 3mm x 12cm embold fibered coil was selected for use in the embolization of an internal iliac artery aneurysm. After placing one 3mm x 12cm embold fibered coil, an attempt was made to place another 3mm x 12cm embold fibered coil. Intermittent flushing was performed throughout this procedure, but flushing was not performed before inserting the coil. There was difficulty inserting the device. The coil made it to the distal part of the 0.027-inch non-boston scientific microcatheter, but there was resistance, so it was suspected that the coil had unraveled. When the coil was pulled back into the microcatheter, the previously placed coil was also pulled into the microcatheter. The entire microcatheter was removed from the body, and when the coil was removed to try to investigate the event, it was discovered that one of the two coils was missing. It did not remain inside the body, and it did not fall into the surgical field. It was possibly still inside the microcatheter. The coil that was found appeared separated without being unraveled. There were no patient complications as a result of this event.

Event description:
It was reported that the previously implanted coil was removed unintentionally by another coil, and the coil broke. A 3mm x 12cm embold fibered coil was selected for use in the embolization of an internal iliac artery aneurysm. After placing one 3mm x 12cm embold fibered coil, an attempt was made to place another 3mm x 12cm embold fibered coil. Intermittent flushing was performed throughout this procedure, but flushing was not performed before inserting the coil. There was difficulty inserting the device. The coil made it to the distal part of the 0.027-inch non-boston scientific microcatheter, but there was resistance, so it was suspected that the coil had unraveled. When the coil was pulled back into the microcatheter, the previously placed coil was also pulled into the microcatheter. The entire microcatheter was removed from the body, and when the coil was removed to try to investigate the event, it was discovered that one of the two coils was missing. It did not remain inside the body, and it did not fall into the surgical field. It was possibly still inside the microcatheter. The coil that was found appeared separated without being unraveled. There were no patient complications as a result of this event.